Manufacturer narrative:
Image evaluation: two images were provided for evaluation. Image0: this image shows a photograph taken of a screen that has a single image. There are no landmarks to identify what part of the body is shown. A medical device is noted in the picture, though no identifying factors to say what the medical device is. Image1: this image shows a photograph taken of a screen that shows a single image. There is contrast in vessels. This is not a video/run that would show where the contrast is flowing and where there is occlusion/embolized vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician implanted a microvascular plug 9q in the patients left internal iliac vein ( (B)(6)2024). Moderate vessel tortuosity was reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The device was passed through a previously deployed abre stent. The mvp plug was soaked in heparinized saline prior to use. The catheter was flushed before inserting the plug. A continuous flush was maintained during the procedure. Target vessel diameter reported as 7-9mm. The plug did fully open in the target vessel before detaching. Physician confirmed secure placement of mvp-9q under fluro. No contrast was seen which confirmed plug had opposed to vessel wall. On an unknown date post op, the patient was admitted to ER at a hospital in another state after complaints of chest pain after physically bending over to pick up a child. Patient followed up with original physician who performed the procedure. A follow up computed tomography (CT) scan confirmed migration of plug from original target implantation area in left internal iliac vein to patients left pulmonary artery in lungs. Physician confirmed there is a clot around plug that migrated to pulmonary artery. No intervention has been carried out to date and there are no plans to remove it at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.